Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported the device hadn¿t been charged in a couple of months due to a divorce and it was unknown when they last felt stimulation. It was further reported the consumer had been taking oral pain medications but wanted to use stimulation again so they could rely on that and not on pain pills. Currently the consumer was seeing the poor communication screen on the patient programmer (pp), was experiencing poor communication with the pp, was unable to communicate using the recharger, and was unable to recharge. The consumer was redirected to follow-up with their healthcare provider (hcp) for a possible physician mode recharge (pmr). Additional information received from the consumer reported they hadn¿t recharged their device or felt stimulation in three months. Starting about three weeks ago the implantable neurostimulator (ins) wasn¿t working, wasn¿t charging, there was poor communication, and the reposition the charger screen was seen even after repositioning the antenna. The consumer didn¿t have access to another external device to try communicating with but were scheduled to see their healthcare provider (hcp) on (B)(6). Additional information was received from the patient. It was reported that the patient was having problems with their implant for a while now. The patient reported that a manufacturer representative came to their house and did a "super charge thing." The patient wants to follow up with their doctor to have their device checked. No further complications are anticipated. Additional information was received from the consumer (B)(6) 2018. It was reported that pain returned due to stimulator not recharging. The patient was unsure when it started but estimated about 1 year ago. There were no known contributing factors. The patient reported that the stimulator was reset x 2 but did not keep charge. Patient's medical history included chronic low back pain and left leg neuropathy. Replacement was scheduled and completed (B)(6) 2018. The issue was resolved.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (nmb703103h) found that the ins had reduced capacity due to overdischarge. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. If information is provided in the future, a supplemental report will be issued.